Event description:
The customer reported that during an oophorectomy the jaws of the device could not be re-opened while applied to tissue. It is unknown how the device was removed from the tissue. There was no injury to the patient. The customer indicated that no further information was available regarding this incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.